Event description:
It was reported that this right ventricular (rv) lead demonstrated higher thresholds. This rv lead was explanted and a new lead of the same model was successfully implanted. No additional adverse patient effects were reported.